Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via social media) that a female patient who had unknown mentor gel implants placed experienced right sided ruptured and generalized illness post procedure. The patient stated to feel sick and have experienced negative reactions to heavy metals. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No additional event details, such as date of implant, were provided. If additional event details become available in the future, then a supplemental report will be submitted. See 1645337-2021-00222 for contralateral prosthesis report.